Event description:
Dale stabilock endotracheal tube holder was placed in 2006. On that day the device was not adhering well to the patient's upper lip. The device was removed and abrasions were noted on each cheek. Abrasions were approximately 4cm x 2 cm each. Areas are healing.

Manufacturer narrative:
The dale stabilock endotracheal tube holder #270 includes, a component #273 a skin friendly adhesive base, and a barrier wipe. Our instructions state to clean skin and apply skin prep. We also state to change the adhesive base when necessary. Any adhesive tapes can cause skin abrasions on patients with sensitive skin like the elderly.